Event description:
Caller reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer followed instructions from technical support to troubleshoot but no issues were identified. The customer changed pump supplies to address the issue.